Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 6.0 x 40, 40 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a damaged section of the balloon located at approximately 16 mm from the distal end of the proximal markerband. The liquid was leaking slowly by forming bubbles around the damaged section of the balloon. A microscopic examination was performed on further analysis and it was observed that the balloon tear was starting at approximately 16 mm from the distal end of the proximal markerband and extending 4 mm distally. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the target vessel was in the right upper extremity. The balloon ruptured at less than 1 atmosphere.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.